Event description:
Caller reported a malfunction on pump. Customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range, indicating there was no adverse impact. Cts decided to replace the pump and confirmed shipping address for replacement with no signature required for delivery. Caller agreed to put the pump into storage mode following provided instructions and to return it to tandem using a pre-paid ups label. Meanwhile, customer planned to use a backup insulin pump to maintain insulin delivery.